Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be placed within a neoplastic stenosis on (B)(6) 2011. According to the complainant, the patient had a malignant stenosis. As a result of the malignancy, an unknown stent was implanted within the patient's upper esophagus. The exact date of placement was unknown as it took place at a different hospital, but it was reported to be three weeks prior to (B)(6) 2011. It was reported that the previously placed stent was blocked. Therefore, the ultraflex esophageal covered stent was intended to be placed. Prior to placing the ultraflex, the blocked stent was dilated. During attempted stent placement, it was observed under endoscopic vision that the distal part of the stent did not expand, for it remained completely closed. The physician waited "some minutes" to see if the stent would expand. As the stent did not fully expand, the physician used biopsy forceps and removed the ultraflex. The blocked stent remained implanted. As the physician was not able to put any other stent in the patient, the procedure was unable to be completed at this time. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Reported issue of stent expansion issues. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be placed within a neoplastic stenosis on (B)(6) 2011. According to the complainant, the patient had a malignant stenosis. As a result of the malignancy, an unknown stent was implanted within the patient's upper esophagus. The exact date of placement was unknown as it took place at a different hospital, but it was reported to be three weeks prior to (B)(6) 2011. It was reported that the previously placed stent was blocked. Therefore, the ultraflex esophageal covered stent was intended to be placed. Prior to placing the ultraflex, the blocked stent was dilated. During attempted stent placement, it was observed under endoscopic vision that the distal part of the stent did not expand, for it remained completely closed. The physician waited "some minutes" to see if the stent would expand. As the stent did not fully expand, the physician used biopsy forceps and removed the ultraflex. The blocked stent remained implanted. As the physician was not able to put any other stent in the patient, the procedure was unable to be completed at this time. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A deployed stent only was returned for analysis. A visual examination of the returned stent found that the flared end of the stent had not fully expanded. It was noted that two stent loops at the flared end of the stent were unraveled and the green retention suture was caught in these stent loops. During analysis, the green retention suture was untangled from the unraveled stent loops; however, the flared end of the stent did not fully expand. The damage to the stent most probably occurred during removal of the stent from the patient. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The dfu states "following stent deployment, view the stent endoscopically to confirm stent expansion as tumor impingement may prevent the ultraflex esophageal stent from achieving its maximum diameter immediately" and "warning: a stent may require 24-72 hours to expand fully." Based on the evaluation conducted, no definitive root cause could be determined.